Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:it was reported that patient has skin problem (allergy/urticaria) at body and extremities, treated with corticosteroids, implant removed. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the initial complaint was reviewed and found not reportable. The event is neither device nor procedure related. Should further information become available this determination will be reviewed accordingly.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event reported as (B)(6) 2010 (exact date unknown) 3-6 month post-op. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.